Event description:
It was reported that the customer received excessive no delivery alarms. Customer's blood glucose level at the time 281 mg/dl. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump passed the rewind, displacement, prime and excessive no delivery alarm test. No excessive no delivery alarm was noted. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, and a cracked reservoir tube lip.